Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There was an appearance of a ¿current leak¿ error message before use, when connecting the cable of the catheter. No patient consequence. Additional information was received. The current leakage error was accompanied by a signal noise / signal loss issue on the endo canal. ECG not interpretable for the physician to monitor the patient¿s heart rhythm. The device evaluation was completed on (B)(6) 2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection, electrical, magnetic sensor functionality, and pump test of the returned device were performed following bwi procedures. Visual analysis revealed no damage on the device; however, moisture was observed in the connector coupler. A magnetic sensor functionality test was performed and the device was visualized and recognized correctly; no magnetic issues or current leakage errors were observed. A pump test was performed, and the device was irrigating correctly. No irrigation issues were observed. An electrical test was performed, and no electrical issues were found. The root cause of corrosion cannot be determined since no water leakage was observed during the pump test, but this could be related to the issues described by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Initially reported ablation of ventricular extra-systoles. Before use, when connecting the cable of the catheter, there was an appearance of a ¿current leak¿ error message. No patient consequence. Additional information was received on 07-nov-2023. The current leakage error was accompanied by a signal noise / signal loss issue on the endo canal. The signal interference (noise/loss) was observed on the ECG. Unknown if the signal interference (noise/loss) was observed on the carto only, recording system only or carto and recording system. ECG not interpretable for the physician to monitor the patient¿s heart rhythm. During the signal interference / loss, the affected catheter was inside the patient¿s body. This event was originally considered non-reportable, however, bwi became aware of the signal issue in which the ECG was not interpretable for the physician to monitor the patient¿s heart rhythm on 07-nov-2023 and have reassessed the event as reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-dec-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).